Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records review indicate that the kinectiv necks have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. The devices were 100% cmm (coordinate measuring machine) inspected by a certified operator. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to high chromium levels.